Event description:
The customer reported that the system experienced communication errors. Further info was received from the field engineer indicating that the system had locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.